Event description:
This customer reported that after successfully pacing a pt with a non-philips defibrillator, the users switched to a philips defibrillator and were unable to pace. The customer reported this as a serious injury, but there is no info as to the nature of the reported injury.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.